Event description:
The user facility reported that their reliance vision single-chamber washer/disinfector was leaking water onto the floor causing employees to slip and fall resulting in injuries. The user facility did not disclose what medical treatment was administered.

Manufacturer narrative:
A steris technician arrived onsite to inspect the unit and found the unit was leaking from the door due to a damaged door gasket. A steris account manager indicated the customer has been having issues with correctly loading their washers, which caused damage to the door gasket and the resulting water leak. The steris technician inspected the washer, replaced the gasket, tested the unit to confirm to be operating according to specification and returned to service. The steris account manager offered in-service training to the customer with an emphasis on good loading practices and safe operating protocols, however the user facility declined. The account manager forwarded the steris operator manual to the sterile processing department manager, who planned to have the staff internally review the loading and unloading references from the manual. No additional issues have been reported.